Manufacturer narrative:
Block b3 date of event: date of event was approximated to on (B)(6) 2021, exploratory date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6a: exact date unknown, implant was performed in 2020. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2328 captures the reportable event of bowel blockage. Imdrf impact code f1202 captures the reportable event of losing ability to enjoy regular, pleasurable activities and permanent impairment. Imdrf impact code f1901 captures the reportable event exploratory surgery.

Event description:
It was reported to boston scientific corporation that a bsc mesh device was implanted into the patient during a bladder surgery procedure performed in 2020. On or about on (B)(6) 2021, the patient had an exploratory surgery for a bowel blockage, which uncovered an internal hernia caused by the mesh used in the patient's bladder surgery. The mesh could not be removed during the on (B)(6) 2021 exploratory surgery, and as a result of her hernia and the damage to her internal organs, the patient experienced ongoing pain and suffering and additional medical expenses. Due to the injuries caused by the mesh, the patient is no longer able to enjoy regular, pleasurable activities and suffers permanent impairment.